Manufacturer narrative:
The referenced gastrointestinal bleeding was reported under medwatch MFR report #2916596-2016-01161. (B)(4). Approximate age of device ¿ 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced nausea and presented to the hospital. Upon admission the patient's hemoglobin was 6.8 mg/dl and the inr was 1.55. The patient's inr goal was 1.5 to 2.0 and the partial thromboplastin time (ptt) goal was 60-80 seconds due to a history of gastrointestinal bleeding. A CT scan revealed a splenic infarction and a heparin infusion was initiated. The patient is being worked up for heart transplant. Upon discharge, the patient's anticoagulation regimen included warfarin, aspirin and plavix. No additional information was provided.

Manufacturer narrative:
Additional information: the patient remains ongoing on pump support. A correlation between the report of splenic infarction and gastrointestinal bleeds could not be conclusively determined. The report of elevated pump power values were confirmed based on the evaluation of the submitted log file, however, a cause for the elevated pump power value could not be conclusively determined through this evaluation. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received on (B)(4) 2016 reported that the patient had elevated pump power value and that the pulsatility index was trending down. Review of the submitted log file by a representative of the manufacturer¿s technical service team confirmed the reported event on (B)(6) 2016. No other atypical alarms or events were captured and the pump speed value remained above the low speed limit for the duration of the log file.